Manufacturer narrative:
Block e1: it was reported that the physicians name is (B)(6). Block e1: facility name: (B)(6) block h6: medical device code a150103 captures the reportable issue of bands premature deployment block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly were returned with the device. It was also noted that the ligator head returned with all the bands attached and some of them are slightly moved from their original position. Additionally, it was noticed that the trip wire was kinked, and the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No issue was noted with the handle assembly. A media inspection of the photo provided by the customer was performed and showed the tripwire kinked. The reported event was not confirmed. The ligator head returned with all bands attached. The bands were slightly moved out of their original positions, indicating a deployment failure. Additionally, the ligator head teeth were bent. This indicates that the component was submitted to tension forces during the use of the device and this can affect the bands deployment activity leading to an improper deployment of the bands. It was also found that the trip wire was bent. This could occur during the device setup when securing the trip wire in handle slot and rotating the handle during the use of the device. These problems are likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6), 2021. During the procedure, the first band was attempted to be deployed; however, on the first turn of the handle all the bands were deployed. The device was removed from the scope. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). It was reported that the physicians name is dr. (B)(6). Facility name: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2021. During the procedure, the first band was attempted to be deployed; however, on the first turn of the handle all the bands were deployed. The device was removed from the scope. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.